Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the air/water nozzle was observed, and it was furthermore confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." "[Inspection of the objective lens cleaning function] - inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found nozzle has foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on bending section-rubber has a chip and a crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. The plastic distal end cover has a scratch and a dent. Connecting tube has coating peeling. Foreign matter questionnaire found the following: the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer has no idea in particular about the foreign matter. There was no delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle /channel was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope produced image issues with abnormal color tone and partial image loss. Inspection and testing of the returned device found nozzle clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.